Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient got hospitalized for seizures caused by diabetic ketoacidosis. Patient was pale during hospitalization and was having prolonged high blood glucose. Treatment patient took to address high blood glucose was pump. He got hospitalized for 3 days and then was released. No further information available.